Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 06/06, inratio 1.2, lab 2.4 (24 hours later).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/06, inratio 1.2, lab 2.4 (24 hours later), mean 1.8, confidence limits 1.3-2.7. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. Both inratio value are outside the confidence limits for inr testing. The time interval between lab and inratio test was greater than 3 hours. Per tr 0150, the comparison consider invald. No investigation required.